Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The stm stated that when he arrived, he hooked the unit to a test balloon and trainer and he only heard normal noises. There was no electrical errors in the logs. The stm then performed all calibrations and inspections. The unit works to specs and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a possible leak. A sound was coming from rear side of the unit. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.